Event description:
Spontaneous report from (B)(6). Local reference: (B)(4). Quality complaint was opened: reference # (B)(4). This initial serious case report was received on 24-sep-2024 from the dentist by email via local affiliate. Follow-up #1 was received on 27-sep-2024 from dentist via local affiliate. Follow-up #2 was received on 09-oct-2024 from dentist by email. All information were processed together. Description of the narrative: the report described a needle broken and device fragment embedded with suspected medical device septoject xl leading to mouth swelling, restricted mouth opening, numb mouth, chewing difficulty, and oral mucosal scar following an unspecified procedure. This case occurred on a 67-year-old female patient (w: 77 kg, h: 163 cm). No more information was available regarding the patient. On (B)(6)2024, during the local anesthesia nerve block with septanest normal (artinaine hydrochloride/adrenaline bitartrate) (batch: b32978aa; exp date: 15-feb-2024), the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed under general anesthesia. The musculus pterygoideus medialis was dissected partially to find the needle. On an unspecified date, the patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. 18 visits with kinesiologist is needed with no guarantee of full recovery. As per the dentist, the symptoms started right after the surgical intervention, and they are a consequence of the surgical procedure. She also mentioned the symptoms are probably permanent. No other information available. Other information of product: septoject xl 30g21, batch number: unknown, expiry date: unknown. This case was considered as serious due to required intervention to prevent permanent impairment/damage, hospitalisation or prolongation of existing and hospitalisation and persistent or significant disability / incapacity. Follow-up #1: patient informations, adverse event added, events history, serioiusness criteria added. Follow-up #2: dentist confirmed septoject needle was the only suspect product and the symptoms started right after the surgical intervention, and they are a consequence of the surgical procedure. Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl (30 ga, 0,3mm x 31mm). During the local anesthesia by nerve block, the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed and the musculus pterygoideus medialis was dissected partially to find the needle. The patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle used for nerve block was sized 30 ga, 0,3mm x 31mm. As per IFU, this size of needle is indicated for periapical injection requiring shorter size than nerve block for which a needle sized at least 0,4mm x 30mm 27ga shall be used. Shorter needle are at higher rik of breaking when used during nerve block administration. Swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking leading to diagnosis of scar tissue on the muscle causing insufficient mobility is considered a consequences of the needle surgery as the medial pterygoid muscle elevates the mandible, helps propel the mandible and also participates in the contralateral diduction movement dentist confirmed this hypothesis. Pending quality investigations, no final root cause could be determined for the incidents needle broken and device fragment embedded but use error is suggested. Pending quality investigations, no CAPA required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl (30 ga, 0,3mm x 31mm). During the local anesthesia by nerve block, the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed and the musculus pterygoideus medialis was dissected partially to find the needle. The patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle used for nerve block was sized 30 ga, 0,3mm x 31mm. As per IFU, this size of needle is indicated for periapical injection requiring shorter size than nerve block for which a needle sized at least 0,4mm x 30mm 27ga shall be used. Shorter needle are at higher rik of breaking when used during nerve block administration. Swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking leading to diagnosis of of scar tissue on the muscle causing insufficient mobility is considered a consequences of the needle surgery as the medial pterygoid muscle elevates the mandible, helps propel the mandible and also participates in the contralateral diduction movement dentist confirmed this hypothesis. Pending quality investigations, no final root cause could be determined for the incidents needle broken and device fragment embedded but use error is suggested. Pending quality investigations, no CAPA required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl following an unspecified procedure. During the local anesthesia, the needle broke and was embedded in patient mouth. The piece has been removed by an operation under complete narcosis. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered. Pending quality investigations, no CAPA required.

Event description:
Spontaneous report from belgium. Local reference: # (B)(4). Quality complaint was opened: reference #. This initial serious case report was received on 24-sep-2024 from the dentist by email via local affiliate. The report described a needle broken and device fragment embedded with suspected medical device septoject xl following an unspecified procedure. This case occured on a 67-year-old female patient. On (B)(6) 2024, during the local anesthesia, the needle broke and was embedded in patient mouth. The piece has been removed by an operation under complete narcosis. No other information available. Other information of product: septoject xl 30g21, batch number: unknown, expiry date: unknown. This case was considered as serious due to required intervention to prevent permanent impairment/damage. Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl following an unspecified procedure. During the local anesthesia, the needle broke and was embedded in patient mouth. The piece has been removed by an operation under complete narcosis. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered. Pending quality investigations, no CAPA required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl following an unspecified procedure. During the local anesthesia, the needle broke and was embedded in patient mouth. The piece has been removed by an operation under complete narcosis. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Use error/abnormal use considered. Pending quality investigations, no CAPA required. Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl (30 ga, 0,3mm x 31mm). During the local anesthesia by nerve block, the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed and the musculus pterygoideus medialis was dissected partially to find the needle. The patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle used for nerve blcok was sized 30 ga, 0,3mm x 31mm. As per IFU, this size of needle is indicated for periapical injection requiring shorter size than nerve block for which a needle sized at least 0,4mm x 30mm 27ga shall be used. Shorter needle are at higher rik of breaking when used during nerve block administration. Swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking leading to diagnosis of of scar tissue on the muscle causing insufficient mobility is considered a consequences of the needle surgery as the medial pterygoid muscle elevates the mandible, helps propel the mandible and also participates in the contralateral diduction movement pending quality investigations, no final root cause could be determined for the incidents needle broken and device fragment embedded but use error is suggested. Pending quality investigations, no CAPA required.

Event description:
Spontaneous report from belgium local reference: #(B)(4). Quality complaint was opened: reference # (B)(4). This initial serious case report was received on 24-sep-2024 from the dentist by email via local affiliate. Follow-up #1 was received on 27-sep-2024 from dentist via local affiliate. The report described a needle broken and device fragment embedded with suspected medical device septoject xl leading to mouth swelling, restricted mouth opening, numb mouth, chewing difficulty, and oral mucosal scar following an unspecified procedure. This case occurred on a 67 year-old female patient (w: 77 kg, h: 163 cm). No more information was available regarding the patient. On (B)(6) 2024, during the local anesthesia nerve block with septanest normal (artinaine hydrochloride/adrenaline bitartrate) (batch: b32978aa; exp date: 15-feb-2024), the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed under general anesthesia. The musculus pterygoideus medialis was dissected partially to find the needle. On an unspecified date, the patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. 18 visits with kinesiologist is needed with no guarantee of full recovery. No other information available. Other information of product: septoject xl 30g21, batch number: unknown, expiry date: unknown. This case was considered as serious due to required intervention to prevent permanent impairment/damage, hospitalisation or prolongation of existing and hospitalisation and persistent or significant disability / incapacity. Follow-up #1: patient information, adverse event, events history, seriousness criteria added. Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl (30 ga, 0,3mm x 31mm). During the local anesthesia by nerve block, the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed and the musculus pterygoideus medialis was dissected partially to find the needle. The patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle used for nerve blcok was sized 30 ga, 0,3mm x 31mm. As per IFU, this size of needle is indicated for periapical injection requiring shorter size than nerve block for which a needle sized at least 0,4mm x 30mm 27ga shall be used. Shorter needle are at higher rik of breaking when used during nerve block administration. Swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking leading to diagnosis of of scar tissue on the muscle causing insufficient mobility is considered a consequences of the needle surgery as the medial pterygoid muscle elevates the mandible, helps propel the mandible and also participates in the contralateral diduction movement pending quality investigations, no final root cause could be determined for the incidents needle broken and device fragment embedded but use error is suggested. Pending quality investigations, no CAPA required.

Event description:
Spontaneous report from belgium. Local reference: #be-septodont-2024019035, #2426. Quality complaint was opened: reference # (B)(4). This initial serious case report was received on 24-sep-2024 from the dentist by email via local affiliate. Follow-up #1 was received on 27-sep-2024 from dentist via local affiliate. Follow-up #2 was received on 09-oct-2024 from dentist by email. Follow-up #3 was received on 19-nov-2024 from quality department by email. All information were processed together. Description of the narrative: the report described a needle broken and device fragment embedded with suspected medical device septoject xl leading to mouth swelling, restricted mouth opening, numb mouth, chewing difficulty, and oral mucosal scar following an unspecified procedure. This case occurred on a 67 year-old female patient (w: 77 kg, h: 163 cm). No more information was available regarding the patient. The report described a needle broken and device fragment embedded with suspected medical device septoject xl leading to mouth swelling, restricted mouth opening, numb mouth, chewing difficulty, and oral mucosal scar following an unspecified procedure. This case occurred on a 67 year-old female patient (w: 77 kg, h: 163 cm). No more information was available regarding the patient. On 30-jul-2024, during the local anesthesia nerve block with septanest normal (artinaine hydrochloride/adrenaline bitartrate) (batch: b32978aa; exp date: 15-feb-2024), the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed under general anesthesia. The musculus pterygoideus medialis was dissected partially to find the needle. On an unspecified date, the patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. 18 visits with kinesiologist is needed with no guarantee of full recovery. As per the dentist, the symptoms started right after the surgical intervention, and they are a consequence of the surgical procedure. She also mentioned the symptoms are probably permanent. No other information available. Other information of product: septoject xl 30g21, batch number: unknown, expiry date: unknown. This case was considered as serious due to required intervention to prevent permanent impairment/damage, hospitalisation or prolongation of existing and hospitalisation and persistent or significant disability / incapacity. Follow-up #1: patient informations, adverse event added, events history, serioiusness criteria added. Follow-up #2: dentist confirmed septoject needle was the only suspect product and the symptoms started right after the surgical intervention, and they are a consequence of the surgical procedure. Follow-up #3: quality inestigation report. Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl (30 ga, 0,3mm x 31mm). During the local anesthesia by nerve block, the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed and the musculus pterygoideus medialis was dissected partially to find the needle. The patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle used for nerve block was sized 30 ga, 0,3mm x 31mm. As per IFU, this size of needle is indicated for periapical injection requiring shorter size than nerve block for which a needle sized at least 0,4mm x 30mm 27ga shall be used. Shorter needle are at higher rik of breaking when used during nerve block administration. Swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking leading to diagnosis of of scar tissue on the muscle causing insufficient mobility is considered a consequences of the needle surgery as the medial pterygoid muscle elevates the mandible, helps propel the mandible and also participates in the contralateral diduction movement dentist confirmed this hypothesis. Pending quality investigations, no final root cause could be determined for the incidents needle broken and device fragment embedded but use error is suggested. Pending quality investigations, no CAPA required. Manufacturer's final comments: investigation according to the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. Furthermore, tests were carried out in order to check the reported issue (visual inspection and rupture force by strength mechanical resistance measure on the sofic retention samples). All tested needles did comply with the specifications. No quality issue was detected on the products from this claimed batch during testing. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process. In order to optimize the treatment of hubs during the manufacturing process, and consequently the glue point resistance between cannula and hub, the switch from transparent to opalescent polypropylene material used for the needle hubs is ongoing (s-ccr2024-0013). Use error/abnormal use is excluded. Based on the complaints we changed the polypropylene resin used for the needle hubs. This modification is tracked in ennov through the corrective actions regarding the ongoing switch from transparent to opalescent polypropylene material used for the needle hubs: s-ccr2024-0013. Quality investigation within specification. Root cause traced to manufacturing process (use error/abnormal use excluded) CAPA: s-ccr2024-0013. In the risk table ararris014_05, exact hazard ID not covered. Risk discussed for implementation in the risk table. The occurrence of the issue remains isolated compared to the number of needles produced.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the information available, the report described a needle broken and device fragment embedded with suspected medical device septoject xl (30 ga, 0,3mm x 31mm). During the local anesthesia by nerve block, the needle broke and was embedded in the patient's mouth. On the same day, the needle was successfully removed and the musculus pterygoideus medialis was dissected partially to find the needle. The patient experienced swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking. Six weeks after the incident, the patient still has all these complaints. The diagnosis of scar tissue on the muscle causing insufficient mobility the was given. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle used for nerve block was sized 30 ga, 0,3mm x 31mm. As per IFU, this size of needle is indicated for periapical injection requiring shorter size than nerve block for which a needle sized at least 0,4mm x 30mm 27ga shall be used. Shorter needle are at higher rik of breaking when used during nerve block administration. Swelling mouth, restricted mouth opening (2.4 cm), cheek mucosa partially numbed, discomfort when chewing and talking leading to diagnosis of of scar tissue on the muscle causing insufficient mobility is considered a consequences of the needle surgery as the medial pterygoid muscle elevates the mandible, helps propel the mandible and also participates in the contralateral diduction movement dentist confirmed this hypothesis. Pending quality investigations, no final root cause could be determined for the incidents needle broken and device fragment embedded but use error is suggested. Pending quality investigations, no CAPA required. Manufacturer's final comments: investigation according to the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. Furthermore, tests were carried out in order to check the reported issue (visual inspection and rupture force by strength mechanical resistance measure on the sofic retention samples). All tested needles did comply with the specifications. No quality issue was detected on the products from this claimed batch during testing. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process. In order to optimize the treatment of hubs during the manufacturing process, and consequently the glue point resistance between cannula and hub, the switch from transparent to opalescent polypropylene material used for the needle hubs is ongoing (s-ccr2024-0013). Use error/abnormal use is excluded. Based on the complaints we changed the polypropylene resin used for the needle hubs. This modification is tracked in ennov through the corrective actions regarding the ongoing switch from transparent to opalescent polypropylene material used for the needle hubs: s-ccr2024-0013. Quality investigation within specification. Root cause traced to manufacturing process (use error/abnormal use excluded) CAPA: s-ccr2024-0013 in the risk table ararris014_05, exact hazard ID not covered. Risk discussed for implementation in the risk table. The occurrence of the issue remains isolated compared to the number of needles produced.